Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), possible under delivery anomaly, DHR requested - other reasons. The customer reported blood glucose value of 517 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: before eating patient's bg 6:18pm checked bg before eating 356 mg/dl / did bolus for the 356 but did not go down. 8:35pm 517 mg/dl - did bolus 7.3u after an hour went up to 589 mg/dl document treatment for high bg: insulin injection since bolus is not working. Document type of diabetes: type 1.. The event involved product(s) mmt-1715kl, mmt-399a, mmt-332a. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to test pump. Customer reported champagne size air bubbles which is acceptable. Customer reported that pump was dropped/ bumped with no visible pump damage. Pump passed self test, displacement test, and fill cannula test but tubing clamp was not available for hp test. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1715kl. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.